Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. (B)(4). Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. All pertinent information available to abbott medical optics has been submitted.

Event description:
The account reported suction loss during surgery -cone issue with an intralase patient interface (pi) after the patient was applanated and after the laser fired. The procedure was not completed and patient has been rescheduled. It was noted that one (1) iflap procedure was replaced. There was no patient injury reported.

Manufacturer narrative:
In the initial report this field was inadvertently left blank. (B)(6) 2018 should have been entered in this field. All pertinent information available to abbott medical optics has been submitted.